Event description:
It was reported that, up until an unspecified date in 2014, every three months when the next dose of medicine was refilled into the pump, the patient and the nurse reportedly noticed that there was ¿leaking of clear liquid through the injection site¿. The first occasion required a visit to the emergency room for monitoring. It was also reported the patient would always be complaining about an apparent lack of pain relief during this period of ¿roughly one and a half years¿. This continued until (B)(6) 2014 when the pump was replaced ¿as possibly defective¿. During the replacement operation, the health care provider (hcp) reportedly noted that 200cc of serosanguinous fluid was evacuated from the pocket around the pump implant. The patient¿s husband started researching for any lawsuits against the device manufacturer and discovered the ¿pocket fill problem¿. The patient¿s husband then spoke with the patient¿s pain specialist on (B)(6) 2015 and asked about the pocket fill and if that could explain the amount of fluid that was discovered during the replacement surgery. The hcp reportedly told the patient¿s husband that he had not received any notices of this problem and recommended filing a report to the FDA. No further information related to the event was provided including what drug the device deliver ed, how the patient was now doing or the cause/source of the fluid. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).